Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a portion of the blue pad broke off while impacting the femur.

Manufacturer narrative:
Visual inspection of the mis quad-sparing total knee procedure femoral inserter/extractor confirmed that a portion of the impactor pad is fractured off and the pad appears scuffed. It has also been noted that there are impact marks on the extraction cap and there are marks from regular wear and tear all over the device. It is unknown how many times the device had been used during that time. The device is used for treatment. Per the evaluation of the report and the returned instrument, it can be concluded that the damage is due to normal wear during the instrument's field life. The "instrument/provisional use and care" package insert indicates that "breakage can occur for instruments subjected to high loads or impacts". This is therefore, a known inherent risk.